Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor check found the magnet rate at 10 beats less than the programmed rate. When the patient was seen in the clinic, interrogation found dashes (---) for rate and hysteresis rate. Attempts to program the rate and sensor and to download the microprocessor were unsuccessful. Therefore, the device was replaced.